Event description:
Reportedly, after a 3.0 x 23 mm rx xience v stent was implanted in the mid left anterior descending artery with mild calcification, a perforation was noted. A 3.0 x 19 mm graftmaster stent was implanted and successfully sealed the perforation. Clotting was noted around the graftmaster after implantation which was treated with medications. The patient is doing fine and has been discharged from the hospital. The patient did not experience any additional complications after the procedure and their stay in the hospital was not prolonged. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is a known adverse event as listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience v is being filed under a separate medwatch MFR number. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.